Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy with a homechoice (hc) device, was in the hospital ¿to have chest tubes put in". At the time of this report, the pt was to undergo the procedure on that same day. The indication for the procedure was not reported. The date of the hospitalization was not reported. At the time of this report, pd therapy was ongoing. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The device has not been previously serviced. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.